Manufacturer narrative:
No product will be returned per customer. The customer¿s report of issues connecting secondary sets below the pump could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified as no product was returned.

Event description:
It was reported that the rn's had issues connecting secondary sets below the pump which resulted in unspecified patient harm. Although requested, no further patient or event details were provided by the customer for this occurrence.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that the nurses had issues connecting secondary sets below the pump in which resulted in unspecified patient harm. Although requested, no further details were provided by the customer for this event.